Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that clotting occurred after use with a bd vacutainer® pst¿ gel and lithium "heparin" (lh) blood collection tubes. The following information was provided by the initial reporter, "it is reported during four months customer experienced clotting, hemolysis and other." 779 occurrences reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred after use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "it is reported during four months customer experienced clotting, hemolysis and other." 779 occurrences reported.